Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not transmitting occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of transmitter not transmitting is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not transmitting occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of transmitter not transmitting is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.